Event description:
The pt reported he has noticed air bubbles in the insulin cartridges of his infusion device. The pt was advised to prime all air bubbles out. Troubleshooting did not find any product or user issues. The pt did not report blood glucose concerns related to this issue. The pt did not require assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.